Event description:
The end user was seated in the unit with the power turned on when user claims the unit ran on its own into a tv stand resulting in injury. The end user required twelve stitches to their right knee.